Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Microscopic inspection of the tip did not reveal any irregularities or damage. Microscopic and tactile inspection revealed kinks 29cm and 119cm from the strain relief. Microscopic inspection revealed a partial separation from the collar. Microscopic inspection of the ptfe did not reveal any irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that catheter could not cross the lesion occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca) with 20mm in length and 3.5mm vessel diameter. A 145, 5-in-6 guidezilla guide extension catheter was used to help treat the lesion. However, the guidezilla guide extension catheter device could not cross the lesion. Thus, the physician removed the guidezilla guide extension catheter device. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed a partial separation from the collar.